Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, other'). In a 39-year-old female patient who had essure (batch no. 626814), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the first device became bent". The patient's medical history included: post-traumatic stress disorder, calf pain, vaginal discharge and vulval irritation. Previously administered products included: for an unreported indication, zoloft. Concomitant products included: ibuprofen and levothyroxine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced, pelvic pain ("pelvic pain / chronic"). On (B)(6) 2008, the patient experienced, device dislocation ("migration of essure device, location of device: missing one implant/ on the right the device was absent. And was in the left lower pelvis"), 9 months 5 days after insertion of essure. On (B)(6) 2008, the patient experienced, alopecia ("hair loss"). In 2009, the patient experienced, dysmenorrhoea (dysmennorhea ("cramping")), dyspareunia (dyspareunia ("painful sexual intercourse")), female sexual dysfunction (apareunia ("inability to have sexual intercourse")), menorrhagia (menorrhagia ("heavy menstrual bleeding"), abnormal bleeding), fatigue ("fatigue"), vaginal haemorrhage (abnormal bleeding ("vaginal")) and migraine ("migraines / headaches"). And was found to have weight increased ("weight gain"). In 2015, the patient experienced, thyroid disorder ("hormonal changes, describe: thyroid issues"). On an unknown date, the patient experienced, fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), hypothyroidism ("hypothyroidism"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia (metrorrhagia ("bleeding b/w periods")), post-traumatic stress disorder ("psych injury/psychological or psychiatric problems, condition: ptsd worsened"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches") and visual impairment ("vision probs"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, hypothyroidism, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, post-traumatic stress disorder, bladder disorder, urinary tract disorder, gastrointestinal disorder, alopecia, tooth disorder, thyroid disorder, headache, visual impairment, weight increased, vaginal haemorrhage, migraine and device dislocation outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypothyroidism, menorrhagia, metrorrhagia, migraine, pelvic pain, post-traumatic stress disorder, thyroid disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received, treatment for pain,treatment for autoimmune, psych injury and perforation. Discrepancy noted, in essure insertion date as : (B)(6) 2008, (B)(6) 2010, (B)(6) 2008. There was one (1) trailing coil on the left, that was easily visualized and cannulated with the essure device. And there were five (5) trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight: was reported, to be 59.4 kgs. Hysterosalpingogram: on (B)(6), unilateral occlusion (left tube occluded). Conclusion: left tubal occlusive device in good position. No tubal occlusive device is present on the right. There is partial filling of the right fallopian tube, though no free spill is demonstrated. A tubal occlusive device or a portion of a tubal occlusive device is identified in the left lower pelvis. Imaging procedure: on (B)(6) 2008, essure confirmation test (unspecified) results: other. Lot number#: 626814, manufacturing date: 2008/03, expiration date: 2010/02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020, quality-safety evaluation of ptc. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, other/perforation of blockage on right side') and device dislocation ('migration of essure device location of device: missing one implant/ on the right the device was absent and was in the left lower pelvis/ right implant not found ') in a 39-year-old female patient who had essure (batch no. 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the first device became bent". The patient's medical history included post-traumatic stress disorder, calf pain, vaginal discharge, vulval irritation, body mass index normal, gravida ii, parity 2 and vaginal delivery. Previously administered products included for allergy: penicillin; for an unreported indication: zoloft. Concomitant products included ibuprofen, levothyroxine and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain / chronic"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant), 9 months 5 days after insertion of essure. In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding), abnormal bleeding"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2015, the patient experienced thyroid disorder ("hormonal changes describe: thyroid issues"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm.bleed"), hypothyroidism ("hypothyroidism"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), post-traumatic stress disorder ("psych injury/psychological or psychiatric problems condition: ptsd worsened"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches") and visual impairment ("vision probs"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, hypothyroidism, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, post-traumatic stress disorder, bladder disorder, urinary tract disorder, gastrointestinal disorder, alopecia, tooth disorder, thyroid disorder, headache, visual impairment, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hypothyroidism, intermenstrual bleeding, migraine, pelvic pain, post-traumatic stress disorder, thyroid disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain,treatment for autoimmune,psych injury and perforation. Discrepancy noted in essure insertion date as : (B)(6) 2008, (B)(6) 2010, (B)(6) 2008, there was one (1) trailing coil. On the left that was easily visualized and cannulated with the essure device and there were five (5) trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded). Conclusion- left tubal occlusive device in good position. No tubal occlusive device is present on the right. There is partial filling of the right fallopian tube, though no free spill is demonstrated. A tubal occlusive device or a portion of a tubal occlusive device is identified in the left lower pelvis.; on (B)(6) 2008: the essure devices perforated at the point of the blockage.. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) results: other. Lot number: 626814, manufacturing date: 2008/03, and expiration date: 2010/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2021: mr received. Reporter, medical history, lab data and concomitant drug were added. Event- device dislocation updated as serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, other') in a 39-year-old female patient who had essure (batch no. 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the first device became bent". The patient's medical history included post-traumatic stress disorder, calf pain, vaginal discharge and vulval irritation. Previously administered products included for an unreported indication: zoloft. Concomitant products included ibuprofen and levothyroxine. On (B)(6) 2008, the patient had essure inserted. In july 2008, the patient experienced pelvic pain ("pelvic pain / chronic"). On (B)(6) 2008, the patient experienced device dislocation ("migration of essure device location of device: missing one implant/ on the right the device was absent and was in the left lower pelvis"), 9 months 5 days after insertion of essure. In december 2008, the patient experienced alopecia ("hair loss"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2015, the patient experienced thyroid disorder ("hormonal changes describe: thyroid issues"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), hypothyroidism ("hypothyroidism"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), post-traumatic stress disorder ("psych injury/psychological or psychiatric problems condition: ptsd worsened"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches") and visual impairment ("vision probs"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, hypothyroidism, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, post-traumatic stress disorder, bladder disorder, urinary tract disorder, gastrointestinal disorder, alopecia, tooth disorder, thyroid disorder, headache, visual impairment, weight increased, vaginal haemorrhage, migraine and device dislocation outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypothyroidism, menorrhagia, metrorrhagia, migraine, pelvic pain, post-traumatic stress disorder, thyroid disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain,treatment for autoimmune,psych injury and perforation. Discrepancy noted in essure insertion date as : (B)(6) 2008, (B)(6) 2010, (B)(6) 2008, there was one (1) trailing coil. On the left that was easily visualized and cannulated with the essure device and there were five (5) trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59.4 kgs. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded). Conclusion- left tubal occlusive device in good position. No tubal occlusive device is present on the right. There is partial filling of the right fallopian tube, though no free spill is demonstrated. A tubal occlusive device or a portion of a tubal occlusive device is identified in the left lower pelvis.. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) results: other. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal), migraines / headaches, migration of essure device location of device: unknown, device physical property issue were added. Hormonal changes updated to hormonal changes describe: thyroid issues, psych injury updated to psychological or psychiatric problems condition: ptsd were updated. New reporter and plaintiffs information added. Concomitant drug, historical drug and conditions were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, other') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), pelvic pain ("pelvic pain / chronic"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, hypothyroidism, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain,treatment for autoimmune, psych injury and perforation. Discrepancy noted in essure insertion date as: (B)(6) 2008 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test (unspecified) results: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: previously event injury deleted and new event chronic, dysmennorhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),gen. Abnorm. Bleed, hypothyroidism, psych injury, perforation fallopian tubes, fatigue, gi conditions, hair loss, dental probs, hormonal changes, headaches, vision probs and weight gain ,bladder problem, urinary problems were added. Patient demographic and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.